Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix because it was discarded at the user facility. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the ruptured aorta, conversion to open repair with explant and death complaints are unconfirmed. This is not consistent with the reported adverse event/incident. Significant thick calcifications in the proximal neck could have contributed to the reported ruptured aorta that occurred with ballooning making this cautionary product use. Without post operative imaging, it could not be determined where the polymer rings were placed. It is unclear if ring placement contributed to the reported rupture. A 29 mm diameter aortic body should be placed per IFU in a diameter of 24-26mm. It was not reported what type of balloon was used and what inflation volume the physician used. The cause of death could not be determined due to insufficient information. The patient expired 6 days post index procedure. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as deceased on postoperative day six. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6: relevant tests and lab data has been updated. D4: model number has been updated. G3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event was explanted and is not made available for return. Patient medical records and imaging studies have been requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. H3 other text : device is not available for return.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2025. During the procedure the patient¿s aorta ruptured while ballooning the sealing rings. The physician elected to perform an surgical procedure with explant of the stent grafts and repair the ruptured aorta. It was reported that the patient expired on 15 october 2025. No further information was provided.